Manufacturer narrative:
The insulin pump passed displacement test. However, unit alarmed during basic occlusion test due to slightly loose drive support disk. Unit received missing end cap sticker. Unit received with minor scratches on lcd window. Unit received with cracked battery threads.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer was advised to disconnect from the pump. Customer stated that the pump would not prime. Customer was not wearing the pump. Customer stated that the drive support cap was sticking out. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.